Manufacturer narrative:
It was reported that the patient has tibial loosening. Revision surgery is planned to correct the issue. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has tibial loosening. Revision surgery is planned to correct the issue.